Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having difficulty breathing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having difficulty breathing. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of device was completed by the manufacturer and found evidence of contamination around the air inlet, multiple contaminants on the interior of humidifier rear panel, indeterminate contamination on exterior top of device near labels. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with contamination around the air inlet, multiple contaminants on the interior of humidifier rear panel and indeterminate contamination on exterior top of device near labels was inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.